Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. It was also reported that right ventricular (rv) lead exhibited high thresholds and no capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.